Manufacturer narrative:
Evaluation narrative - one 5.5 healicoil sa pk assembly was returned for evaluation. Visual assessment of the device confirmed the reported complaint of breakage. The anchor is broken and cracked in several places along its length. The anchor is dramatically bent as well. No damage was observed to the inserter. Clinical details were provided that this device was used in the repair of the hip labrum. Per the device IFU this anchor is not indicated for use for this specific repair of the hip. Further investigation is not warranted at this time. Device returned for evaluation on 30 march, 2016. Device evaluated by the manufacturer. (B)(4).

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a hip arthroscopy with labrum repair that the anchor was broken and it seemed pressed. It was found during inserting the anchor after awling. The anchor was removed. A backup device was utilized, placed in a new hole, to complete the procedure successfully. The patient's post-operative condition is reported as okay.